Event description:
The last layer of packaging before the implant was blue in color which the underside of previous layer was blue. So circulator refused to use implant because he questioned sterility. It also appeared to leak as if it were wet in processing.